Event description:
It was reported that during a percutaneous coronary intervention (pci), a 2.75x16mm taxus express2 paclitaxel eluting coronary stent could not cross the lesion. The lesion being treated was with calcification in an extremely tortuous mid left circumflex (lcx). It could not cross to the lesion and it was noted without the body, the stent was lifted up. It was changed to a 2.75x12mm taxus express2 to complete the procedure. There were no patient complications or injuries reported. The patient status is listed as good.

Manufacturer narrative:
The device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact root cause of the difficulties experienced during the procedure could not be determined.